Manufacturer narrative:
(B)(4). The customer's report of tubing ballooning and then burst could not be confirmed due to the set was not returned for evaluation. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Customer reported set was ballooning during a code. During a code, pump infusing vasopressor alarmed for fluid side occlusion. Nurse opened the pump door and found that the tubing had ballooned at the pumping segment and then it burst spraying the nurse. It was reported that no IV pushes or flushes were given with the set. There was no report of patient harm or medical intervention. No further patient/event information is available.